Event description:
The manufacturer received information alleging a patient became cyanotic while using a ventilator. The patient was manually ventilated and placed on another device. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. On the reported day of the event, (B)(6) 2017, the ventilator began alarming for a low peak inspiratory pressure condition at 14:02:44 local time. Although the alarm was acknowledged as evidenced by several alarm silence keypresses, the issue that caused the alarm was not corrected. The low peak inspiratory pressure alarm was active for 563 seconds (approximately 9 minutes) before the issue was corrected. There was also a patient circuit disconnect alarm at 14:02:49 local time with a duration of 558 seconds and a check circuit alarm at 14:02:57 local time with a duration of 552 seconds. Based on device testing and review of the downloaded event logs, the manufacturer concludes the ventilator operated and alarmed appropriately. The ventilator did not cause or contribute to the reported event. A patient circuit disconnect condition occurred and was not addressed for approximately 9 minutes.